Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter) due to deterioration. Additional evaluation findings are as follows: 1.) Bending problematic; 2.) Defects of the insertion tube - non-bending section; 3.) Adhesive of distal end defects; 4.) Defects of control body; 5.) Image problem - spots noted in image. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus peeling off of the coating on the insertion section. There was no patient injury, associated with the problem, reported to olympus.